Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and cosmetic damage. Customer stated the insulin pump would not turn on due to damage and the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify blank display anomalies due to critical pump error. Device received with pillowing keypad overlay, scratched display window cover, faded/stained serial number label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Corroded battery tube, corroded force sensor assembly and moisture damage on motor assembly.